Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device was found to be in backup vvi mode. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Further information requested but not received.

Manufacturer narrative:
The reported event of bluetooth telemetry issue was confirmed. The device was received in backup mode, and while in backup mode, bluetooth functions are not available. Analysis of device image found the device went into backup mode due to power on reset (por). Power on reset occurred due to not being configured to MRI mode when exposed to MRI. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced in a procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in help ticket 333743, csh-28329 and csh-28471. The initial submission attempt was performed on (B)(6) 23, 2022.